Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported they are very disappointed with the charging lately. It goes down very fast and they have a lot of trouble keeping it up. They noticed they are having to charge about twice as often as they always have which started probably 6 weeks or more. The ins battery drains from 100% to empty in just over a day. They are able to get 8 coupling bars but then it drops to 6 or 4. Patient has not had any reprogramming appointments, no falls or traumas, but they have lost weight. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger antenna. No symptoms reported.

Manufacturer narrative:
Product ID: 37612, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient reporting ongoing issues with charging the ins. They reported it takes about 5 or 6 hours to charge ins to completion and difficulty getting adequate coupling and it has been so challenging that the ins battery discharged and therapy turned off. Patient's sister was helping them during the call and reported patient's muscles are all weak, and patient cannot use her hands to feed herself and has difficulty talking. Patient lost their programmer so they reviewed al to enable insr on/off buttons to turn therapy back on. Consumer confirmed they were able to do so successfully and patients right hand tremor was already improving. Consumer expressed interest in transitioning patient to wireless recharger and wanted to know if this would improve charging speed for the patient. Additional information was received from the patient stating patient is not able to charge the ins. Consumer said when they push the start charge button nothing happens, no coupling boxes come up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.